Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. During the procedure, per user facility medwatch form #mw (B)(4), approximately 1-2 cm of the tip of a o vicryl was observed by the surgeon to not be on the end of the needle. He had thrown an x-stitch and it was not clear whether the tip was originally missing or had broke off during one of his throws with the needle. The wound was thoroughly examined and irrigated. The floor was searched with the magnet as well as the drapes. Radiology was called and they performed a ap and a lateral. Surgeon read the x-ray and stated that he saw no evidence of a tip of a needle. Surgeon notified the family of the incident. The device was not available for return. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there any patient consequences? If yes, please describe. Is there any plan in place to search for the needle piece in the future? Please provide details. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). 1. None. 2. Search already completed as above. No plan for additional search. 3. (B)(6).